Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: "lo" mg/dl (lower than 20 mg/dl), "lo" mg/dl (lower than 20 mg/dl), and 200 mg/dl (lab result). The patient received glucose after the "lo" mg/dl results. The patient did not experience blood glucose symptoms and was not treated for the 200 mg/dl result.